Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2018, the shaft for trephine attachments was discovered to be broken by the sterile processing department. There was no patient and procedure involvement. This report is for one (1) shaft for trephine attachments. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Visual inspection: the shaft for trephine attachments, was received with one of the three (3) distal prongs broken off. The prong was not returned. The break was roughly transverse and located as the base of the prongs. The balance of the device shows surface wear consistent with use and which would not impact the functionality. The received condition does agree with the complaint description for broken and is confirmed. The cause of the issue could not be determined to be use error, misuse/abuse, noncompliance, postoperative trauma. Dimensional inspection: distance across flats of hex: 5.5 -0.010/-0.058 mm. Measured dimensions: largest gauge pin fit- 3.23 mm; conforming, distance: 5.46 mm; conforming. A device history review, was performed for the returned instrument¿s lot number, and no ncrs, no mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Material/hardness review: the material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Investigation conclusion: no definitive root cause was able to be determined as the circumstances surrounding the event are unknown. However, the received condition is consisted with exceeding lateral forces potentially form off-axis use or incomplete attachment of the mating attachments. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 03.111.030, lot: l837377, manufacturing site: (B)(4), release to warehouse date: 08. June 2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.